Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2012.

Event description:
It was reported that a warning triggered due to low impedance on the right atrial (ra) lead. There was also a high threshold noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.